Event description:
Based on a log file review, an overinfusion alarm triggered by the control system when the resistor angle reached its minimum angle, but with the measured ipc compliance increasing over time after the infusion had started. The control system calculates compliance by measuring the air-side ipc volume at negative pressure followed by positive pressure with all valves closed. If the valves don't seal the fluid in place, the air-side ipc volume will increase when the pressure switches to positive, which is calculated as compliance rather than a fluid leak. On the secondary infusion targeted at 300 ml/hr, the calculated compliance was increasing over time, likely due to an inlet valve leak since the resistor was essentially closed by the end of the infusion. The flowrate being calculated by the control system, which was on the order of 500 ml/hr, would be consistent with a secondary inlet valve leak of 8 sccm. The analysis from this failure and the visual inspection notes mentioning drag on both the secondary and outlet pins, all evidence points towards sticky pins being the root cause. The device was returned for red pump alarm "service needed". The pump was turned on to duplicate the error. The red pump alarm was immediate. No log files were attached to the pump when returned. The logfiles were pulled. There was multiple sticky pin/cassette loading failures. The pump was opened to inspect for internal damages. The handle is pitted and scuffed/scratched on the bottom and the sides. The mr sticker on the back of the pump is damaged. There is a crack in the retaining plate. The pneumatic plate is cracked. The loading pin bushings were damaged on the inside heavily. The front housing is also mushroomed out under the fva bushings plate. Resistor housing is damaged at the screw mount. The lower loading pins have some deep scratches in them. The rear cover o-ring is not fully seated. The nanoblade antenna 2 is pinched. Both the fva lip seals and the loading pin lip seals had excessive debris on them. They were cleaned with alcohol but will be removed and replaced during repair. The ground braids are the uninsulated ones, they will be replaced with insulated ones. During investigation it was found the cycle counts on the batteries were high (>115). While the batteries are not a source of failure at this time, they will be removed and replaced. The handle, mr sticker, batteries, retaining plate, pneumatic plate, loading pin bushings, front housing, resistor housing, left and right lower loading pins, rear cover o-ring, nanoblade antenna 2, and all lip seals will be removed and replaced during repair. After all repairs have been made the pump will be sent to the test line for full functional testing.